Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks after implant the right ventricular (rv) lead became dislodged. The lead remains in use and is scheduled for revision. No patient complications have been reported as a result of this event.